Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipping packing cab- housing. Puncture on cable- electrical system. Coupler hard to rotate. Stained mark showing on image. Failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image lens issues was due to a stained mark on the image and the degradation of the electrical system. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device experienced an image problem during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.